Event description:
It was reported that the device experienced a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset parameters with 1 - por for write to locked ram, addr=1bcf, data=50 on (B)(6) 2008, 02:11:26 and 1 - patient alert for por on (B)(6) 2008 01:11:26.